Manufacturer narrative:
The liberty cycler was not returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There is no allegation against any fresenius product and the incidence of hypercalcemia. Any association between the liberty cycler or any fresenius products and the adverse event of hospitalization for hypercalcemia cannot be determined based on the lack of information provided.

Event description:
During follow up call for an unrelated issue it was reported by a peritoneal dialysis nurse that this peritoneal dialysis patient was hospitalized (course of hospitalization unknown) for hypercalcemia (level unknown) on or about (B)(6) 2017. The peritoneal dialysis registered nurse stated the hypercalcemia was related to the patient's increased levels of parathyroid hormone. The pdrn stated the parathyroid issues pre-dated peritoneal dialysis initiation (date unknown). During the hospitalized for hypercalcemia and the patient had a fistula placed and received hemodialysis for renal replacement therapy (rrt). There are no allegations against any fresenius products and the hospitalization for hypercalcemia. The peritoneal dialysis patient's clinic indicated that the patient did not have any complications. Further information has been solicited. On (B)(6) 2017 cycle 0: dv = 7ml, dt = 4bmins, uf -1194 cycle 1: fv = 2203ml, ft = 12mins, dwt = 124mins, dv = 2258ml, dt = 610mins, uf = 56. Cancelled treatment and entered correct settings. I advised patient to contact nurse and inform of incomplete treatment.